Manufacturer narrative:
Follow-up report #1: additional information - 07/25/2016. Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor was the external defibrillations performed by hospital staff during the event. There is no indication that the open r871 resistor caused or contributed to the patient death. Device evaluation of monitor sn (B)(4) is underway. Evaluation of the monitor indicates damage to the driven ground circuitry. This damage is consistent with external defibrillation while wearing the lifevest. Root cause investigation is underway. There is no indication that the damage to the driven ground caused or contributed to the patient death. Electrode belt sn (B)(4) has not been returned from the field. Based on review of download data, there is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. It was reported the patient was wearing the lifevest and subsequently passed away in a medical facility. The patient's physician prescribed the lifevest rate threshold at 200 bpm. Download data shows on (B)(6) 2016 at 0801 to 0802 the patient was in vt between 190 bpm-200 bpm. The lifevest did not alarm as the rate threshold was set at 200 bpm. At 0822 a non lifevest defibrillation was administered. The rhythm at the time of treatment was supraventricular tachycardia (svt) at 130 bpm. The post shock rhythm was non-sustained vt (nsvt) at 150 bpm. At 0822:19, a second non lifevest defibrillation was administered. The rhythm at the time of the treatment was vt at200 bpm that self converted to bradycardia at 40 bpm. Post shock rhythm was asystole with CPR artifact. At 0829 a third non lifevest treatment was administered. The rhythm at the time of the treatment was vt at 160 bpm that self converted to bradycardia at 45 bpm. Post shock rhythm was nsvt at 150 bpm. At 0824:15 the patient was in an idioventricular rhythm at 55 bpm which degrades to CPR artifact. CPR continued to be performed until the belt was disconnected on (B)(6) 2016 at 0835:47. The lifevest did not treat the patient during the event because the arrhythmias were below the prescribed rate threshold.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Evaluation of the monitor indicates damage to the driven ground circuitry. This damage is consistent with external defibrillation while wearing the lifevest. Root cause investigation is underway. There is no indication that the damage to the driven ground caused or contributed to the patient death. Electrode belt sn (B)(4) has not been returned from the field. Based on review of download data, there is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. It was reported the patient was wearing the lifevest and subsequently passed away in a medical facility. The patient's physician prescribed the lifevest rate threshold at 200 bpm. Download data shows on (B)(6) 2016 at 0801 to 0802 the patient was in vt between 190 bpm-200 bpm. The lifevest did not alarm as the rate threshold was set at 200 bpm. At 0822 a non lifevest defibrillation was administered. The rhythm at the time of treatment was supraventricular tachycardia (svt) at 130 bpm. The post shock rhythm was non-sustained vt (nsvt) at 150 bpm. At 0822:19, a second non lifevest defibrillation was administered. The rhythm at the time of the treatment was vt at200 bpm that self converted to bradycardia at 40 bpm. Post shock rhythm was asystole with CPR artifact. At 0829 a third non lifevest treatment was administered. The rhythm at the time of the treatment was vt at 160 bpm that self converted to bradycardia at 45 bpm. Post shock rhythm was nsvt at 150 bpm. At 0824:15 the patient was in an idioventricular rhythm at 55 bpm which degrades to CPR artifact. CPR continued to be performed until the belt was disconnected on (B)(6) 2016 at 0835:47. The lifevest did not treat the patient during the event because the arrhythmias were below the prescribed rate threshold.